Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes ketoacidosis and dehydration on (B)(6) 2018 with blood glucose was 368 mg/dl at the time of incident. The customer's current blood glucose was 147 mg/dl. The customer did not reported the symptoms related to their high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with fluid and insulin. Based on customer report customer did not allege pump was under delivering. Customer declined hp test. The insulin pump will not be returned for analysis.  Frn model unknown;  unomedical - infusion set.